Event description:
It was reported that the device was used during an unk procedure. The device jammed. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Date sent: 01/30/2009. Eval summary: the analysis results of the device found that it was rec'd with a "j" shaped clip in the jaws. However, when testing the device for functionality; the first firing had a double feed issue causing two malformed clips. The further firing sequences fed and formed the remaining eight clips conforming, and then it locked out as intended. It could not be determined what might have caused the finding. The mfg records were reviewed and no anomalies were found during the mfg process.